Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Event description:
Inflammatory reaction to synvisc [inflammation]. Knee was swollen / swelling of the joint [joint swelling]. Knee was painful (arthralgia). Extracted a large amount of fluid/ fluid removed [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 regarding a male pt of unk age, initial (B)(6), who experienced a swollen and painful knee and had to go to the hospital where a large amount of fluid was extracted from the pt's knee. On (B)(6) 2010, the pt reported the following. The pt has had previous synvisc therapy with no problems. In the current treatment, the pt received her first injection of synvisc on (B)(6) 2010 (unk knee) lot number r1007. By (B)(6) 2010, the pt's knee was swollen and painful. The pt went to the hospital on an unk date where a large amount of fluid was extracted. The pt was told that she had no infection. Also, the pt stated that her hcp has decided not to give her any add'l synvisc injections because of this reaction to synvisc. At the time of this report, the outcome of the pt was unk. On (B)(4) 2010, add'l info was received in the form of qa results with a lot number. The production and quality control documentation for lot# r10072, with expiration date, 04/2013 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. On (B)(6) 2010, add'l info was received from the healthcare provider. The hcp reported the pt was a (B)(6) female with a history of arthritis in the knee. Over the last three years, the pt received four previous series of synvisc. The pt was usually treated with synvisc every six to eight months. On an unspecified date, the pt received the first injection of her fifth series of synvisc into the left knee. Six hours after the synvisc injection, the pt experienced swelling of joint, which worsened for the following two days. The hcp reported the pt had an inflammatory reaction to synvisc with an onset date of (B)(6) 2010 and an offset date of (B)(6) 2010 on unspecified dates, the pt went to the emergency room for two days and fluid was removed an analyzed. There was no infection. On (B)(6) 2010, the use of synvisc was permanently stopped. The hcp reported the pt's inflammatory reaction to synvisc and swelling of the joint were moderate in intensity and had a "very" probable relationship to synvisc. The pt's concomitant medication included prilosec for gerd, which was not related to the pt's knee. The pt experienced inflammation for ten days,but at the time of this report, the hcp reported the pt recovered without sequelae. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 93 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.